Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the tendril lead exhibited a high pacing impedance. The lead was not used. The physician continued with another lead and completed the procedure. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.